Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
A report from an eye care professional (ecp) was received regarding a pt who complained that her contact lenses had cut her eyes. Upon examination, the pt was diagnosed with bilateral corneal abrasions. Eye glasses were provided for wear, and the pt was referred to an ophthalmologist. The pt did not visit the ophthalmologist, but instead went to the emergency room that same evening. The emergency room physician diagnosed the pt with conjunctivitis and prescribed vigamox and erythromycin for treatment, and instructed her to follow up with her ecp. The pt returned to the ecp office three days later and stated that her eyes felt better. Moxeza eye drops were dispensed for treatment, as the pt had not filled her prescription for vigamox. Four days later, the pt reported that the moxeza "tore up her eyes". The following day, the pt returned to the ecp's office and stated that she had seen an ophthalmologist (the date of visit was not provided), and was diagnosed with neurotropic linear ulcers and prescribed vigamox and an nsaid. Additional info has been requested but not yet received.